Manufacturer narrative:
Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient who underwent water vapor thermal therapy procedure, experienced a condition worsening, the prostate specific antigen (psa) increased from 3.31 to 6.0, the prostate volumen grew to 71.9 cm and post void residual was 95 ml. There was a persiste protrusion of prostatic lobes that required the continued use of doxazosin mesylate due to urinary urgency and incomplete bladder emptying. The issue was reported as ongoing.

Event description:
It was reported that a patient who underwent water vapor thermal therapy procedure, experienced a condition worsening, the prostate specific antigen (psa) increased from 3.31 to 6.0, the prostate volumen grew to 71.9 cm and post void residual was 95 ml. There was a persiste protrusion of prostatic lobes that required the continued use of doxazosin mesylate due to urinary urgency and incomplete bladder emptying. The issue was reported as ongoing.

Manufacturer narrative:
Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of the device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instruction for use.